Manufacturer narrative:
The reporter commented: essure was not inserted post-partum. There was no difficulty during placement procedure. The patient was told to rely on essure, based on the result of the confirmation test. Pregnancy did not occur less than 3 months after essure insertion. The patient was not planning on continuing the pregnancy. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2015: hysterosalpingogram result was location satisfactory, both fallopian tubes blocked. On (B)(6) 2016: human chorionic gonadotropin result was positive. On (B)(6) 2016: ultrasound scan result was not provided. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 3-feb-2017: essure pregnancy questionnaire received from physician: patient details and insertion details were added. Lab tests were provided. Company causality comment: a female patient who had essure (fallopian tube occlusion insert) inserted got pregnant, and the physician did not know if it was an intrauterine or extrauterine pregnancy for the moment. This event is anticipated in the reference safety information for essure. Pregnancies (including ectopic pregnancies) have been reported among women with essure micro-inserts in place. When pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure in place. In the present case, limited information was provided. A hysterosalpingogram performed 2.5 months after insertion showed both fallopian tubes blocked and satisfactory location of the inserts. The ectopic pregnancy was not confirmed, but physician did not know if it was an intrauterine or extrauterine pregnancy for the moment. Despite the limited information, given the nature of the reported event, causality with essure cannot be excluded. This case was regarded as incident in a conservative approach, since an extrauterine pregnancy (serious injury) cannot be excluded at the moment. A product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events or lack of efficacy cannot be totally excluded. Further information has been requested.

Manufacturer narrative:
Pregnancy with contraceptive device ("intrauterine pregnancy") in a (B)(6) female patient the pregnancy outcome was reported as elective abortion. The patient did not continue the pregnancy. Most recent follow-up information incorporated above includes: on 5-apr-2017: physician answered to follow up request and stated it concerned an intra-uterine pregnancy. The patient did not continue the pregnancy. No other new medical information was provided. On 5-apr-2017: similar incident case listing added. Company causality comment: a female patient who had essure (fallopian tube occlusion insert) inserted got pregnant, and the physician did not know if it was an intrauterine or extrauterine pregnancy initially. Upon follow-up, it was confirmed that it was an intrauterine pregnancy. Patient did not continue pregnancy. This event is anticipated in the reference safety information for essure. Pregnancies have been reported among women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance which included failure to return for the essure confirmation test. In the present case, a hysterosalpingogram performed 2.5 months after insertion showed both fallopian tubes blocked and satisfactory location of the inserts. Given the nature of the reported event, causality with essure cannot be excluded. This case was not regarded as incident, as no serious injury related to essure was reported. A product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events or lack of efficacy cannot be totally excluded. No further information is expected.

Event description:
This retrospective pregnancy case was reported by a physician and describes the occurrence of suspicion of ectopic pregnancy with contraceptive device ("the physician did not know if it was an intrauterine or extrauterine pregnancy for the moment") in a (B)(6) year-old female patient who received essure. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective ("device ineffective"). On (B)(6) 2014, the patient started essure. The patient's last menstrual period was on an unknown date and estimated date of delivery was on an unknown date. The patient received essure during the first trimester of pregnancy. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (serious criteria medically significant and clinically significant/intervention required). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device outcome was unknown. The reporter provided no causality assessment for ectopic pregnancy with contraceptive device with essure. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: hysterosalpingogram result was showed tubal obstruction. Company causality comment: a female patient who had essure (fallopian tube occlusion insert) inserted got pregnant, and the physician did not know if it was an intrauterine or extrauterine pregnancy for the moment. This event is anticipated in the reference safety information for essure. Pregnancies (including ectopic pregnancies) have been reported among women with essure micro-inserts in place. When pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure in place. In the present case, limited information was available at the reporting time. A hysterosalpingogram performed on an unknown date showed tubal occlusion. The ectopic pregnancy was not confirmed, but physician did not know if it was an intrauterine or extrauterine pregnancy for the moment. Despite the limited information, given the nature of the reported event, causality with essure cannot be excluded. This case was regarded as incident in a conservative approach, since an extrauterine pregnancy (serious injury) cannot be excluded at the moment. A product technical analysis is expected and further information has been requested.